Event description:
Reportedly, low impedance was detected on the lead on the (B)(6) 2025, which led to lead polarity switch from bipolar to unipolar and noise was observed on the lead. During the follow-up of (B)(6), it was not possible to reproduce it. Lead threshold and sensing remain stable.

Manufacturer narrative:
Analysis synthesis: review of the device memory evidenced an impedance decreasing to below 200 ohms, non-physiological artefacts observed on the egm and intermittent capture failure. Those findings are suggestive of a lead integrity issue. As the patient is not pacing dependent, the clinical impact of the observed issue is limited. However, to ensure adequate sensing and pacing functions, it is recommended to change the ventricular lead. The decision is solely left to the physician¿s discretion and should be based on a thorough risk-benefit assessment, considering lead extraction or capping and leaving it in situ. It should be noted that the possibility of lead polarity changes from bipolar to unipolar could only temporarily improve the situation. Pending potential reintervention, important monitoring of the patient is recommended with close remote follow-up and also in-clinic follow-up. This case is retained and included for trending purposes. Please refer to the attached report.

Event description:
Reportedly, low impedance was detected on the lead on the (B)(6) 2025, which led to lead polarity switch from bipolar to unipolar and noise was observed on the lead. During the follow-up of 9 december, it was not possible to reproduce it. Lead threshold and sensing remain stable.